Event description:
It was reported that during a da vinci-assisted surgical procedure, the mechanism to turn the 30-degree endoscope plus upside down kept rotating back to the original position. A different endoscope was used to complete the procedure. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: hysterectomy surgical task was being performed at the time of event. When surgeon inserted scope, the scope moved 180 degrees clockwise on its own which it should not do. The endoscope moved freely with uncontrolled motion. The case did not start when fault occurred. The surgeon confirmed desired orientation when endoscope was installed. There was no indication of the image orientation provided to the user via user interface, the surgeon was unable to control the endoscope as it was moving on its own. The endoscope and endoscope¿s adapter/base were still engaged/in-synch/attached a as protocol. There was no damage observed on the endoscope¿s adapter/base such as missing screw(s) or component. The procedure was completed with a backup endoscope. There was no patient injury as another scope was used. Prior to the event, the endoscope manually rotated 180 degrees.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed, and the complaint was not confirmed by failure analysis. Failure analysis found that there was no issue with the rotation function of the endoscope. Additional observations not reported by site: the endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect friction. The camera adapter did not rotate properly, and noises were heard during testing and confirmed as binding. The endoscope cable integrated connector was visually inspected and found damaged. The cable integrated connector exhibited corrosion on the electrical contacts and/or circuit board. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as the failure analysis found no issues related to the customer reported complaint. The endoscope was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.